Event description:
Reportedly, while the patient was receiving dialysis on (B)(6) 2013, it was confirmed that heart rate was dropped to around 30bpm. A pacemaker check was performed afterwards and many ventricular oversensing episodes were observed. Measured threshold, wave amplitude and impedance were all normal and no anomaly was found during isometric tests. Noise oversensing was not observed on egms from previous follow-up data.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.